Event description:
A customer reported a hole in the supply line of the cassette near the spike port connection. The hole resulted in a system error 2240 alarm (air detect alarm). The patient was connected to the system at the time of the alarm. There was no damage noted to the overpouch or carton in which the cassettes were delivered. The home patient does not use any sharp objects to assist in the opening of the carton or overpouch. The home patient does not have any pets that could have caused the hole. There was no patient injury or medical intervention associated with this report.